Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The bulkhead connector harness assembly and flow sensor module were replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed for flow sensor errors. The anesthesia machine was replaced out. There was no reported patient injury.